Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the anterograde approach. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). After crossing a 6fr non-bsc sheath, a 5.5fr non-bsc guide catheter and micro catheters and 014 non-bsc guide wire were then advanced respectively. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for predilation. However upon the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0mm x 220mm coyote¿mr balloon catheter. No patient complications were reported and the patient's status was good.